Event description:
It was reported that a patient underwent an unknown fusion procedure from c3 - c7. It was reported that at an unknown time post-operatively, the patient had bleeding and reportedly underwent two "revision surgeries". The patient is listed as being in the intensive care unit as well as being a quadriplegic. "The quadriplegia is caused by the post-operative bleeding". No further details are known at this time.

Manufacturer narrative:
(B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by the surgeon that the patient expired.

Manufacturer narrative:
Exact date of death is unknown.